Manufacturer narrative:
(B)(4). Final device analysis revealed a reliability non-conformance. The generator presented intermittent blue screens.

Event description:
It was reported that during a prostiva procedure, the generator malfunctioned and the case had to be aborted. The pt was rescheduled and successfully treated at a later date. No adverse effects to the pt were reported.